Event description:
It was reported that the patient presented to the clinic with an allergic response near the device pocket. Further testing using an allergy test kit was recommended. The device was subsequently explanted due to infection. Patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.